Event description:
It was reported that the device was used during a stereotactic breast biopsy. It was reported by the rep that the surgeon deployed a c1530 clip in breast. The clip deployed successfully, upon removal of stylet, resistance was felt (in accordance with the tech). More force was applied to remove stylet. The stylet came all the way out of the purple introducer. The probe was removed from the breast. On post clip digital stereo images, the clip and the stainless steel tip were visible in breast. The tip was left in breast and the procedure ended.